Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1463, awareness date 13-oct-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2008. Essure insertion and uterine ablation were performed at the same time. Immediately after the procedure the consumer was in extreme pain. She was curled in a ball, holding her stomach. Less than a year later, at the age of (B)(6), she had a hysterectomy. Even though she had the ablation the uterine lining grew back and she was bleeding worse than ever. The doctors could not explain why this was happening. She had terrible migraines, along with the bleeding came unbearable abdominal pain. The abdominal pain was always present but much worse with the bleeding. She was anemic, constantly sick (literally vomiting from pain). She missed work, was tested for ovarian cancer due to the pain and amount of abdominal bloating. Even after the hysterectomy she has abdominal pain. Her hands and feet got so cold that they were painful. Due to the lack of training of doctors, and pre market research of this product, her essure devices were not even removed property, so she wondered what other problems she would face from pet fibers being left in her body. Result and assessment of the product technical complaint investigation received on 28-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) insertion and uterine ablation performed at the same time (off label use of device). Even though she had the ablation, she was bleeding worse than ever (interpreted as genital bleeding). She also had unbearable abdominal pain. She was tested for ovarian cancer but no results were provided. She had a hysterectomy but even after this surgery she still had abdominal pain. She also stated that essure was not removed properly and pet fibers (interpreted as device breakage) were left in her body. All events but device breakage are serious due to their medical importance. Only the ovarian cancer is unlisted in the reference safety information for essure. Although, in this particular case, it is implied that she already had bleedings prior to essure insertion, considering that it is contraindicated to insert essure and perform an ablation at the same time, and also considering that the bleeding worsened after this procedure and that the suspicion of ovarian cancer was not confirmed yet, a causal relationship with essure cannot be excluded. Also, considering the nature of abdominal pain and device breakage, these events are considered related to essure. In contrast, due to the localized action of essure in the fallopian tubes it is unlikely that essure would cause an ovarian cancer. This case is regarded as incident since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.